Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a ¿radioactive isotope¿ injection done the day prior to this report which determined the catheter was leaking. A crack or tear in the catheter was found. The patient had relief from oral baclofen, however the system ¿hasn¿t done anything¿ for the patient¿s spasticity and walking abilities since implant. The medication was increased from ¿0-850mcg¿ and is currently at 800mcg/day. The patient did not have any side effects, but it was not working like it was supposed to work. The patient was to have a catheter revision in the next couple weeks. The pump was delivering baclofen.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information was received and it was reported that the patient had received assistance from his doctor; the manufacturer¿s device registration system indicates that a catheter revision was done on (B)(6)-2013. It was also reported that the patient was still having concerns with his device or therapy. It was unclear if the patient was continuing to work with his physician to resolve his concerns.

Manufacturer narrative:
Additional information: product ID 8709sc, serial# (B)(4), implanted: 2013-(B)(6), product type catheter.